Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient's test data indicated impedance issues. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information: section e.1, e.2, e.3, h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken wires by the proximal end of the large tubing. System lock was verified. Scanning electron microscopy (sem) analysis revealed cracked insulation on the wires by the proximal end of the large tubing. The device passed the electrical and mechanical tests performed. It is believed that the paralyne wire insulation damage found on the electrode wires are the source of the several open and short circuit reported. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.